Manufacturer narrative:
(B)(4).

Event description:
It was reported that an intermittent audio output occurred. Date of issue is an approximation. The patient stated that at 5:00 am, her husband found her unresponsive and called emergency medical services (ems). The paramedics started an IV and administered IV glucose. Her cgm and bg values at the time the paramedics arrived were not provided. She was treated at home and the paramedics left when her bg was 198 mg/dl. She alleged that the receiver did not alert her that her bg was dropping or that it was low. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.